Event description:
Customer reported a generator bootup error. The error resolved following a reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the s-ram card. The system now operates as intended.